Event description:
Affiliate reported that the customer discovered through a routine x-ray that the cam had been dislocated. As a result the device was explanted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.